Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00304. It was reported the patient underwent surgery were leads were repositioned on (B)(6) 2017. The patient reportedly receives effective stimulation therapy in the established pain pattern.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00304. It was reported the patient's occipital leads migrated (off label use). Surgical intervention may take place to address the issue.